Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented in clinic in backup vvi mode. A user download was unsuccessful. Due to low battery status further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.